Manufacturer narrative:
This report is submitted on september 24, 2020.

Event description:
Per the surgeon, the patient experienced skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2020, in order to remove the abutment. The patient was also treated with intravenous and oral antibiotics as a prophylaxis. The implanted device remains.